Event description:
It was reported the system would not boot post an x-ray switch stuck error. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The interconnect cable, hand switch, and foot switch were replaced during the service call. The system was tested and found to be working as intended and put back into service.